Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 5118570/5142327. Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. It was noted that the patients ipg site was sensitive and very warm to touch and the patient cannot sleep. The physician believed that the infection was not device related and the cause was unknown. The patient was prescribed with antibiotics and underwent an explant procedure.